Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 223 mg/dl and 566 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.